Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
During a preventative maintenance (pm) service repair, a getinge field service engineer (fse) discovered that the cardiosave intra aortic balloon pump (iabp) was unable to enter the service mode. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue installed a new printed circuit board (pcb), and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
During a preventative maintenance (pm) service repair, a getinge field service engineer (fse) discovered that the cardiosave intra aortic balloon pump (iabp) was unable to enter the service mode. There was no patient involvement, and no adverse event was reported.